Event description:
Catheter was placed from left subclavian side. X-ray revealed the catheter sat at a ninety degree angle to the vessel wall. A perforation subsequently occurred. Placed two chest drains and drained two litres of tpn fluid from pleural space. Patient was okay.